Event description:
Clinic reported a patient who developed an "open wound with cellulitus" 16 days post miradry treatment. Antibiotic and wound care treatment were prescribed. Update: by 23 days post-treatment, clinic confirmed the symptoms were resolving.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported a patient who developed an "open wound with cellulitus" 16 days post miradry treatment. Antibiotic and wound care treatment were prescribed.